Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: bottom of blue enclosure cracked and can't update software. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There were no significant error codes in the error log. Complaint was confirmed. No repairs performed. The unit wasn't needed for inventory therefore was scrapped.